Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11b22072) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and finish with manual supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. Per the hp, the supplies were discarded and the lot number was given. The hp stated the setup was fine, she checked all the clamps, ect and she did not disconnect at anytime. The hp resumed therapy that night using manual supplies and resumed therapy on the cycler the following night. The hp stated she followed up with her pd rn to let her know about the missed therapy and the alarm. No patient injury or medical intervention was reported.